Event description:
On (B)(6) 2012, it was reported that the pt had experienced changes in her blood glucose level leading to hyperglycemia. The issue began (B)(6) 2012. The pt's infusion device frequently displayed e4 (occlusion error). She does not feel that the infusion device delivers enough insulin. She also thinks the piston in the infusion device is not operating properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occured outside the united sates. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.